Event description:
It was reported while 'testing the device in the office to verify the resistance of the double lumen tube the tubing broke free from the chamber immediately with low strength'.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was not used on a patient. Should additional info become available, a f/u report will be submitted.